Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no battery alarms or shut off anomalies were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received an off no power alarm, as well as a button error alarm. Customer's blood glucose level at the time 170mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.